Manufacturer narrative:
Upon receipt, the lead was found dissected at approximately 33 cm proximal to the lead tip. The proximal fragment including the is-1 connector was not returned for analysis. The inspection revealed a rubbed through insulation at approximately 13.5 cm proximal to the lead tip. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of an interaction between the lead body and a nearby lead. Diagnostic images clarifying this assumption were not available for analysis. Further damages occurred most likely during surgery. With regard to the issues mentioned in the complaint description, the root cause could not be determined based on the information available. The analysis of the available lead fragment did not reveal any sign of a material or manufacturing problem.

Event description:
This lead had increasing thresholds and impedances since 2011. After giving birth recently, this lead had no capture at maximum outputs and the impedance was greater than 3000 ohms. The physician chose to replace this lead while replacing the expected eri pacemaker. Should additional information be received, this file will be updated.